Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump malfunctioned indicating low volume in cartridge (cartridge was actually low); however, patient had inserted the cartridge 2 days ago and it should have lasted 3 days. Patient hospitalized (B)(6) due to jaundice, extreme fatigue, and persistent nose bleed. Letairis temporarily discontinued, but will know whether or not to continue at next appointment. Letairis is a prescription medication used to treat pulmonary arterial hypertension. Letairis is usually taken once per day as an oral medication. The product issue is with the pump delivering remodulin. Remodulin is also used to treat pulmonary arterial hypertension. It is delivered by a continuous intravenous infusion. Despite hospitalization, it was reported that the product issue did not contribute to patient injury. The outcome of the event was resolved.

Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. Testing was performed and the device was functioning properly. The printed wire assembly board will be replaced as a preventive measure. Based on the evidence, the complaint was unable to be confirmed.